Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, two-hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum / cat plus blood collection tube experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the cap of the tube was deformed and we thus did not use this affected tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum / cat plus blood collection tube experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the cap of the tube was deformed and we thus did not use this affected tube."